Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose and was hospitalized. Customer's blood glucose was 23 mg/dl. The customer had convulsions. The emergency medical service was called 3-4 times in the past 2 years for a low blood glucose. The customer reported via phone call indicating that she was hospitalized due to high blood glucose blood glucose. Customer's blood glucose was 389 mg/dl. The customer was treated. The customer was gone into the emergency room visit for couple of times for high blood glucose. The customer declined to speak with 24 hour helpline.